Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a painful jolting sensation when the lead was activated. Out of range impedances were also reported. Troubleshooting revealed the lead to be the issue. A new lead was implanted and connected to a new extension (the old lead was left implanted). An impedance test revealed a short between electrodes 2 and 5. The lead was cleaned and reconnected to the extension and impedances were then within normal limits. The patient was not injured and recovered without sequela.